Event description:
It was reported the patient¿s implantable neurostimulator (ins) battery had premature depletion. It was stated, the device depleted two weeks after implant and it went "totally dead" so they did a physician mode recharge (pmr). It was noted, the device worked for eight hours and then went into overdischarge again and it was stated, the device was turned on for the eight hours. Following the second overdischarge, it was thought that the patient hadn¿t ever used the system again. It was reported the device was replaced and the patient had no issues with their new system.

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger product ID 3986a70 lot# n286853, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3986a70 lot# n286853, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).